Event description:
Literature: walcott bp, nahed bv, kahle kt, duhaime ac, sharma n, eskandar en. Deep brain stimulation for medically refractory life -threatening status dystonics in children. J. Neursurg. Pediatr. 2012;9(1):99-102. Doi: 10.3171/2011.10.peds11360. Summary: this article reports a series of 3 children with medically intractable, life-threatening status dystonics who were successfully treated with bilateral pallidal deep brain stimulation (dbs). Reportable event: patient 1, a (B)(6) boy with a significant worsening of generalized dystonia following a spinal fusion procedure and subsequent infection who responded positively to bilateral dbs, experienced intermittent increases in the left arm and leg muscle tone with choreoathetotic movements activated with movement of the right side. Upon interrogation, it was found that the left lead lower contacts were not functioning properly. The stimulator settings were stabilized after sequential adjustment according to standard protocol. There were no plans to re-operate at the time of publication. (B)(4).

Manufacturer narrative:
Continuation of concomitant medical products: nk explanted: unk. It was not possible to match this event with a previously reported event.